Event description:
It was reported "tried repositioning the ECG, changed electrodes, disconnected the ECG cable and reconnected it. Therewas no improvement. Pump went to ap trigger. After repositioning the leads another time, finally lead ii was thebest, but still had artifact". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "tried repositioning the ECG, changed electrodes, disconnected the ECG cable and reconnected it. Therewas no improvement. Pump went to ap trigger. After repositioning the leads another time, finally lead ii was thebest, but still had artifact". Additional information states that the pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "some artifact noted on the ECG" is confirmed based on the pictures provided in the complaint. According to the event details, the issue was resolved after slightly moving the pump away from the bed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the artifact/noise on the ECG waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.